Event description:
During a coronary drug eluting stenting treatment procedure there was stent damage. The physician attempted to place a 2.75x24mm taxus liberte' drug eluting stent into an unk coronary vessel. The lesion was reported to be heavily calcified and on a very tight bend. When the device was removed from the pt it was noticed that there was a stent strut fracture at the distal end of the stent. Another stent of unk size or type was then inserted successfully. It was reported that there was no pt injury. This product is only ous approved but it is similar to a marketed us device.